Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar fracture due to which patient had to undergo an unspecified surgery. Intra-op, the set screw slipped. Product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: macroscopic and visual examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the bone screw and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.